Manufacturer narrative:
(B)(4).

Event description:
This patient experienced pain and swelling at the implant site and a hematoma was diagnosed. The physician will continue to monitor the patient. No action was taken. Should additional information become available this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available